Event description:
It was reported that on several occasions, the ventilator will power up but not deliver a full breath until up to about 5 minutes after the ventilator has been started. The ventilator apparently "acts" like it is ventilating normally, but no pressure/volume is being felt at pt outlet. There was no audible alarm. No pt harm reported. The pt was switched to a backup ventilator.

Manufacturer narrative:
The MFR was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator was tested for proper operation. The ventilator functioned properly in all test cases and alarmed correctly both audibly and visually. The ventilator also passed the final test procedure which tests many ventilation and alarm functions. Internal inspection does not reveal any anomalies. Analysis of the event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.